Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that drive support cap was sticking out and received motor error. Customer's blood glucose was unknown. Attempts were made to reach customer regarding issue and replacement.